Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had burning and sweaty sensation in his feet. Lead migration was showing and it was confirmed through CT scan. The patient underwent a revision procedure per physician preference. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the physician believed that the burning and the sweaty sensation were not device related.

Event description:
A report was received that the patient had burning and sweaty sensation in his feet. Lead migration was showing and it was confirmed through CT scan. The patient underwent a revision procedure per physician preference. No device malfunction was suspected. The patient was doing well post-operatively.